Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant products: part 195908, lot 729510- vgxp intlk femoral rt 60; part 195752, lot 963440- vgxp xp inlk pri tib tray 65mm; part 195774, lot 797780- vgxp xp e1 tib brg rl 11x63; part 195844, lot 797890- vgxp xp e1 tib brg rm 11x63. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: MFR 0001825034-2018-01245, MFR 0001825034-2018-01246, MFR 0001825034-2018-01248, MFR 0001825034-2018-01249. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 505 - reported pain post-op right knee.